Manufacturer narrative:
Investigation: DHR review for batch 7002574 (p/n 305903): manufacturing dates: 01/12/2017 to 01/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7002574 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 1ml assembled syringe and 1 safety glide needle were received by bd (B)(4) and reported to be from batch #7002574 (p/n 305903). The sample was visually evaluated. The syringe was found to have the stopper stuck in the bottom position (towards tip of barrel). The stopper was not attached to the plunger rod tip due to the stopper being upside down in the barrel. An upside down stopper is due to a stopper feed error in one of the transition areas during assembly. The stopper was inadvertently miss-fed at a transition point causing it to flip prior to entering the stopper dial and got pushed into the barrel. The plunger rod could not be attached to it at that point. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper of the 1 ml bd syringe with safetyglide¿ needle, 25 g x 5/8 inch was jammed in the barrel before use. No reported medical intervention or serious injury.